Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1927bcf-45, 4.5 mm biocomposite-corkscrew®, batch 15197683, was received for investigation. Visual evaluation noted that the anchor was damaged along the threads. Functional testing was not performed due to damage to the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use. According to dfu-0087-eo, section e. Warnings: 7. Avoid excessive impaction during anchor insertion, as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not increase impaction force. Replace the implant and repeat the drilling/insertion process. Refer to investigation photos. The complaint allegation is confirmed.

Event description:
On 7th april 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. Another new ar-1927bcf-45 was used but the same issue happened. This was detected during a rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using another new ar-1927bcf-45 instead. Ar-1927ptb-45 was used to prepare the bone socket, and no fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.